Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol product (note: bard mesh will be used at this time) (device #1) and (device #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard mesh (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿incision was made above the umbilicus to suprapubic region. A large hernia sac was identified and reduced. A bard flat mesh (device 1) was placed in the defect and secured using sutures to fascia.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia and non-healing wound in lower abdomen thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿incision was made between xiphoid and umbilicus. The tissues were dissected. The fascia defect was repaired with sutures. The hernia sac was noted, dissected free and reduced. A bard flat mesh (device 2) was placed in the defect and secured using sutures. The non-healing open wound was explored and necrotic skin was excised. The wound was closed with sutures.¿ on (B)(6) 2019 - patient was diagnosed with infected mesh, non-healing wound and recurrent incisional hernia thereby underwent open repair with explant of bard flat mesh (device 1 and 2). Per op notes, ¿lower midline incision was reopened. The scar was excised. The exposed infected meshes (device 1 and 2) were excised entirely. The defect was repaired with sutures. The open wound was closed with sutures. Wound vac was placed.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d.4, d.6b, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2015 and (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol product (note: bard mesh will be used at this time) (device #1) and (device #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard mesh (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."